Manufacturer narrative:
(B)(4).

Event description:
It was reported oversensing was observed on the ventricular channel. The oversensing appeared to be caused by oversensing myopotentials. It was recommended to bring the patient back to the clinic and replicate the noise by performing deep breathing and coughing. Toggling off the low frequency attenuation filter was also recommended. No further information is available.